Manufacturer narrative:
The sample has been send back to maquet for investigation. A visual inspection has been performed. The centrifugal pump has been disinfected and cleaned. During visual inspection some scratches has been detected on the housing inner side. The pump has been tested with the rotaflow-drive (serial no. (B)(4)). No abnormal noise could be detected. The pump runs as it should during different rpmss. Thus the failure could not be confirmed. Additionally, a complaint statistic was performed in sap to see if the failure was systematic. The complaint database was searched for customer complaints of this particular product with material number (B)(4).there were no other complaints found. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
We had an issue with the rotaflow pump head in one of our ECMO circuits whereby after priming and recirculation a rattling sound could be heard at the pump site which on inspection and after stopping the pump, showed that the impellor disk within the pump was off centre and when turned on did not rotate centrally in the standard fashion. The pump head appeared to be couple correctly to the pump and after numerous attempts at recouping and the use of a second pump to verify if it was the disposable or the hardware the problem still occurred." (B)(4).